Manufacturer narrative:
The incident sample was requested but to date has not been received for evaluation. If the sample or additional information pertinent to the incident is obtained, a follow-up report will be submitted. If information is provided in the future, a supplemental report will be issued.

Event description:
According to the reporter, during a lung lobectomy procedure, the device was unable to fire and the handle could not be squeezed. It was difficult to unload because device was locked. The physician did not have another product, so he continued with an open surgery (the laparoscopic surgery could not be done because physician did not have material to do it). The incision was extended due to the product problem and the laparoscopic surgery was converted to a open surgery. The physician completed the case with manual sutures. Patient is recovering well.